Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal complaint states, primary knee surgery (right knee) performed in 1998, increasing plain and immobility in 1999, scintigraphy done, unknown if revision has taken place.